Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead had blood or body fluid noted in the helix housing. The poly insulation sleeve was bunched up and the distal end of the proximal spring electrode was separated from the lead body insulation. The helix was extended and bent. The lead also passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing leading to delayed therapy delivery of more than sixty seconds. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.